Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) and aic ¿ pump stop has been completed. The console logs are consistent with complaint and show that 17 days since pump was transferred, a pump stop occurred (preceded by motor current spike) and ¿impella stopped. Motor current high¿ alarm (13) presented. After 4 failed attempts to restart it, the pump was disconnected from the console and reconnected, but stopped again, and an ¿impella stopped. Controller failure¿ alarm (138, due to pump speed deviation detected by pump motor driver (pmd)) presented, followed by pmd reset (as per design), and attempts to restart pump. The pump was then transferred to backup console, but issue remained unresolved and pump was unable to start. Throughout the case, there were also multiple suction alarms (14, 73), and positioning alarms (115, impella position unknown). Shortly before pump was disconnected a controller failure alarm (414, purge pressure sensor defective) presented. Console was tested and was operating within specification, able to run an engineering pump without any stops. Considering that the pump also malfunctioned on another console, it is most likely that the pump stops were due to the pump (product not returned, investigated under 1220648-2025-29258). Purge system was tested, and found to be operating within specification. The controller failure alarm (414, purge pressure sensor defective) was most likely triggered due to purge cassette being disconnected prior to pump disconnection, while purge motor kept spinning. Aic - controller failure (red alarm): the cause of the issue was most likely use related (timing of purge disconnection and pump disconnection). Aic ¿ pump stop: pump stop due to aic failure - recovered without removing/replacing pump. D9 device returned to manufacturer date added.

Event description:
The complainant reported that on day 21 of impella cp support, motor current was high and the impella cp stopped. Multiple attempts to restart the impella cp were unsuccessful, and a controller failure alarm occurred. The controller was exchanged but the pump did not restart. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.